Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The cgm value displayed was 150 mg/dl. The patient¿s insulin pump continued to infuse based upon the cgm value. The patient had 'an epileptic attack' and lost consciousness. The patient's parents determined the bg finger stick value was under 30 mg/dl. They treated the patient to stabilize the bg level and the patient felt better. No treatment details were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Prior to going to bed the patient's insulin pump showed high readings which the patient attributed to eating a snack, and she had no symptoms. The insulin pump tbr was set at 250%. It continued to infuse based upon the cgm value. Although the patient did not have epilepsy, she had twitches which resembled an epileptic seizure and was unconscious in her sleep. The cgm value was 150 mg/dl. The bg finger stick value was under 30 mg/dl. The patient¿s parents were trained and gave the patient glucose and first aid (she is a doctor and has kits at home.) The patient did not remember event details and continued to treat herself and monitor her bg level for the remainder of the day. The following day she had fully recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.